Manufacturer narrative:
The impella device was received from the customer on 01-aug-2022. Device analysis: console arrived at danvers for a full investigation and repair. Fwcheck (telnet command) revealed that the epm sau¿s hw and sw versions were listed as ¿n.a.¿ indicating the epm¿s microcontroller either had incompatible fw or could not communicate. This was a result of system self check failure. However, after manually reprogramming the microcontroller, the sw upgrade was still not successful (failed epm). Replacing the impellatronic resolved the sw upgrade issues. The root cause of the sw upgrade issues was due to a malfunctioning impellatronic pca (epm circuitry). Before sending the console back to the customer, fs was instructed to: replace the impellatronic pca (0042-1115). Upgrade aic sw.

Event description:
The us complainant had a console issue discovered in which the team had a replace aic (automated impella controller) alarm. The IFU will be followed and a backup controller used. No harm or injury possible as it occurred in a pm and not patient use.